Event description:
Report rec'd of an independent rate change when the pump was unplugged from ac power. It was reported that the pt was receiving an IV of 1000ml normal saline with 20 units of pitocin at 150ml/hour to induce labor. When the pump was unplugged from the wall outlet, the pump alarmed with a battery alarm and the rate of infusion and vtbi reportedly changed independently. It was not known what the rate and vtbi changed to. There was no reported patient event, as the pump alarmed to alert the customer. The pump was replaced and therapy was continued with no further reported incident.